Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the er420 instrument clip took alot of time to feed into the jaw. The clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.